Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device report 2 of 2: reference MFR report: 1627487-2011-09168. The patient received the scs system on (B)(6) 2011. It was reported the patient feels an increase in bowel movements when stimulation is on. Patient also complained of feeling pain, discomfort and soreness around the ipg pocket, the lead and the battery incision sites. In addition, she feels her patient programmer and the charger cannot communicate with her ipg as efficiently. Patient is scheduled to meet with her physician to determine the next course of action.